Manufacturer narrative:
Investigation: a device history record review was performed and showed no non-conformance's associated with this issue during the production of this batch. Since no samples or photos displaying the condition reported are available for examination, we were unable to fully investigate this incident.

Event description:
It was reported that the insyte bl 22ga x 1.0in was found damaged before use. The following information was provided by the initial reporter: "catheter damaged."

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the insyte bl 22ga x 1.0in was found damaged before use. The following information was provided by the initial reporter: "catheter damaged."